Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biospy procedure, a piece of the core sample allegedly left in the part of the collection cup that cannot be removed from the disposable portion of the device. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a biospy procedure, the device allegedly failed to obtain samples. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.